Manufacturer narrative:
H6 patient codes corrected. System components- pump: model- 72404310; lot sn- (B)(6); mfg date- 10/23/2017; exp date- 10/05/2022; gtin- (B)(4). Reservoir: model- 720182-01; lot sn- (B)(6); mfg date- 02/01/2018; exp date- 01/31/2023 gtin- (B)(4).

Event description:
It was reported that the patient got cancer and all implants were removed. Another device was not implanted. A patient outcome of stable was reported. Additional information received that the cancer was not related to the product. The patient's most recent reported condition was stable.

Manufacturer narrative:
Cylinders it was reported that the patient got cancer and all implants were removed. Another device was not implanted. A patient outcome of stable was reported. Additional information received that the cancer was not related to the product. The patient's most recent reported condition was stable. This complaint details the investigation of the cylinders, device 1 of 3. Reference 11293636 for the pump and 11293650 for the reservoir. Product analysis did not confirm any device malfunction or issue. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because no device complaint or problem could be confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: no malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of tool damage consistent with explant damage. Due to the determination that the leak was due to explant, the leak will not be confirmed device malfunction because it s a secondary failure. The other cylinder performed within specifications. No device malfunction or issue was confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22067116 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. Pump it was reported that the patient got cancer and all implants were removed. Another device was not implanted. A patient outcome of stable was reported. This record documents the investigation of the pump component, device 2 of 3. Reference 11293282 for the cylinder and 11293650 for the reservoir. The product analysis did not confirm the reported allegations. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of adverse event related to patient condition was chosen because an existing condition (cancer) was demonstrably responsible for the event based on the information received. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: no malfunction was reported. The ams700 pump was visually inspected and functionally tested. No leak was found. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. Failure to meet the deflation specification was confirmed. Based on the information reported that the device was removed due to the patient's cancer, this device malfunction is not considered the probable cause of the event. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 189892 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. Reservoir it was reported that the patient got cancer and all implants were removed. Another device was not implanted. A patient outcome of stable was reported. This record documents the investigation of the reservoir component, device 2 of 3. Reference 11293282 for the cylinder and 11293636 for the pump. Product analysis not confirm any device malfunction or issue. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because no device complaint or problem could be confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: no malfunction as reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. No device malfunction or issue was confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 21683807 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. System components- pump model- 72404310 lot sn- (B)(4). Mfg date- 10/23/2017 exp date- 10/05/2022 gtin- 00878953003986. Reservoir model- 720182-01 lot sn- (B)(4). Mfg date- 02/01/2018 exp date- 01/31/2023 gtin- 00878953005676.

Event description:
It was reported that the patient got cancer and all implants were removed. Another device was not implanted. A patient outcome of stable was reported. Additional information received that the cancer was not related to the product. The patient's most recent reported condition was stable.

Event description:
It was reported that the patient got cancer and all implants were removed. Another device was not implanted. A patient outcome of stable was reported. Additional information received that the cancer was not related to the product. The patient's most recent reported condition was stable.

Manufacturer narrative:
Additional information received that the patient suffered a slight stroke, he went to the hospital to have a physical examination and a blood infection was found, so the doctor recommended that the ipp device be explanted. The device was explanted on (B)(6) 2019 and reimplanted on (B)(6) 2019. Additional information received that the stroke and blood infection were not caused by the ams 700 device. The physician did not report what caused the stroke and blood infection to occur. The patient's most recent condition was reported to be stable. The device was returned on 23jul2019. The device was originally implanted on (B)(6) 2019. That device was then explanted on (B)(6) 2019 and no device was re-implanted. On (B)(6) 2019, a new device was implanted. The stroke and the blood infections are an independent event, and the device was explanted for precautionary measures. System components: pump, model- 72404310, lot sn- (B)(6), mfg date- 10/23/2017, exp date- 10/05/2022, gtin- (B)(4); reservoir, model- 720182-01, lot sn- (B)(6), mfg date- 02/01/2018, exp date- 01/31/2023, gtin- (B)(4).

Event description:
It was reported that the patient got cancer and all implants were removed. Another device was not implanted. Additional information received that the cancer was not related to the product. The patient's most recent reported condition was stable.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of tool damage consistent with explant damage. The other cylinder performed within specifications. The investigation conclusion code of no problem detected was chosen because no device complaint or problem could be confirmed. The ams700 pump was visually inspected and functionally tested. No leak was found. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less.failure to meet the deflation specification was confirmed. Based on the information reported that the device was removed due to the patient's cancer, this device malfunction is not considered the probable cause of the event. The investigation conclusion code of adverse event related to patient condition was chosen because an existing condition (cancer) was demonstrably responsible for the event based on the information received the ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The investigation conclusion code of no problem detected was chosen because no device complaint or problem could be confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000101602 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Review of the labeling confirmed the reported adverse events are included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required system components- pump model- 72404310; lot sn- (B)(6); mfg date- 10/23/2017; exp date- 10/05/2022; gtin- 00878953003986; reservoir model- 720182-01; lot sn- (B)(6); mfg date- 02/01/2018; exp date- 01/31/2023; gtin- 00878953005676.

Manufacturer narrative:
System components- pump: model- 72404310, lot sn- (B)(4), mfg date- 10/23/2017, exp date- 10/05/2022, gtin- (B)(4). Reservoir: model- 720182-01, lot sn- (B)(4), mfg date- 02/01/2018, exp date- 01/31/2023, gtin- (B)(4).

Event description:
It was reported that the patient got cancer and all implants were removed. Another device was not implanted. A patient outcome of stable was reported. Additional information received that the cancer was not related to the product. The patient's most recent reported condition was stable.